Manufacturer narrative:
Concomitant medical product: 8253001: nim mainframe response 3.0, serial # (B)(4), lot # 205993187, manufactured date ¿ jun/27/2012, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200) was returned for analysis. Evaluation confirmed the reported of not working consistently. Analysis found that the p/I pcb failed, the cable failed the triboelectric immunity test and the cable clips are broken. The device was repaired, tested to manufacturer product specifications and returned to the customer. The nim mainframe response (product # 8253001) was returned for analysis. Evaluation found that the unit came in with a scratched touch screen and intermittent software failure. The device had a failed cpu pcb. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that nim system was not working consistently. There was no patient impact.